Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed due to unable to reach the customer. Insulin pump not expected to return for analysis.